Manufacturer narrative:
This report is submitted on august 10, 2017. (B)(4).

Event description:
It was reported that the patient experienced an infection at the site of the processor. Additional information has been requested; however, not made available as of the date of this report.